Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (lack of information, no films are available due to patient pre-existing condition). Conclusion: (lack of information, no films are available due to patient pre-existing condition).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a saccular 9.9 cm abdominal aortic aneurysm approximately two months ago. The aortic neck was 27 to 30 mm in diameter, but enlarges to 33 mm in the middle section, 28.8 mm long, with mild angulation and mild calcification. Vessels were moderately tortuous and mildly calcified. After deployment, a type IV leak was seen in the bifurcated stent graft. It was reported one month post initial procedure, the type IV endoleak was resolved without further intervention. However, an occlusion of the left side/ipsilateral extension was noted. (Reference manufacturer 2953200-2011-00376) no further diagnostic procedure has been performed to determine the cause of the occlusion or to plan an intervention, as the patient has chronic renal failure and is acutely critically ill. No intervention has been performed. No additional clinical sequelae were reported.